Manufacturer narrative:
The reagent lot number is 724896. The expiration date was requested but not provided. The field service engineer (fse) inspected the analyzer and noted that the reagent probe was not being washed properly because there was no water coming out of the rinse pipes causing dirt accumulation at the tip of the probe. He then replaced and adjusted the solenoid valve (sv) to control the wash water flow. The investigation reviewed the image and video submitted by the customer. The investigation confirmed the presence of solid contamination in the reagent probe and improper wash water flow. Product labeling states "daily maintenance - cleaning probes and sippers: clean the reagent probe, sample probe, sipper probes and pre-wash sippers to remove residual solution and precipitation. Impurities on the sample probe may cause problems and affect results. After cleaning the probe, its discharge and operation should be checked. When cleaning, take care not to bend or damage the probes or sippers." The investigation determined the event was due to a part defect (wash water valve). The investigation determined the service actions corrected the issue.

Event description:
The initial reporter received a questionable elecsys ft4 IV assay result from one patient sample tested on the cobas 6000 e601 module. The patient's sample was rerun due to a medical decision point. The initial result was 7.77 ng/dl with a data flag. The first repeat result was 1.66 ng/dl. The second repeat result was 1.66 ng/dl. The repeat result was reported to the patient.